Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump passed the displacement test, idle current test, run current test, self test and off no power test. Pump received with normal operating currents. However, a21 alarm after battery change due to c13/ib voltage leak. Pump downloaded in the care link pro software and all bolus deliveries registered properly in the carelink history report noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Customer reported diminished battery life and had to reset time date when battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.